Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process the customer had filled the cartridge and insulin bubbled out of the septum. The customer noted that the cartridge was leaking from the septum. There was no impact to the customers blood glucose level. The customer was able to load a new cartridge successfully.